Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: clinical specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an (B)(6) year old male patient with a total of 5 cook devices implanted experienced multiple instances of endoleaks due to component separation and occlusion of the grafts. On (B)(6) 2021, the patient presented in an emergency situation with an aneurysm rupture and the abdomen full of blood clots, which contributed to a lack of blood flow below the patient's aorta. The patient ultimately expired. A total of 5 reports will be submitted under patient identifier: (B)(6), one for each device the patient had implanted. This report concerns the component separation and endoleak as well as the thrombus associated with the zenith flex aaa endovascular graft iliac leg device, that was the proximal device implanted on the patient's contralateral side. On (B)(6) 2010, a then (B)(6) year old male patient with an abdominal aortic aneurysm underwent a procedure in which 4 zenith grafts were implanted, listed below. Main body: (B)(4), lot 2528519. Contralateral side proximal: (B)(4), lot 2376696 (subject of this report). Contralateral side distal: (B)(4), lot 2459967. Ipsilateral side: unknown tfle. The patient presented back to the implanting hospital and physician approximately 2 years ago as there was a disconnection of components and blood clots between the main body graft and the proximal contralateral iliac leg graft. On (B)(6) 2019, the patient underwent an additional procedure in which the physician placed a zsle-9-122-zt, lot 9127512xx. The graft was reportedly used "to bridge the separation area", but imaging provided indicates that the zsle graft was used as an extension on the contralateral side. It is unknown what was done to address the blood clots and thrombus seen in the devices at this time. On (B)(6) 2021, the patient presented in an emergency situation at a different facility with an aneurysm rupture and an abdomen full of blood clots. The grafts appeared to be separated again, this time at the junction of the main body graft and ipsilateral iliac leg graft. The contralateral iliac leg grafts are not believed to have been involved in the separation in this event. The patient was taken into surgery and the physician clamped off 2cm above the renals to place an extension graft; however, there was no blood flow below the aorta and everything was reported to be thrombosed. Imaging provided indicates that all 5 grafts implanted in the patient were occluded. The patient ultimately expired due to the lack of blood flow related to the thrombus.

Manufacturer narrative:
Investigation / evaluation: a cook representative from (B)(6) center in the united states informed cook on 17feb2021 of an incident involving multiple cook devices. It was reported that the patient presented emergently to (B)(6) hospital on (B)(6) 2021 with a ruptured aneurysm and an abdomen full of blood clots. Separation had occurred between the main body graft and the ipsilateral leg graft. The physician clamped 2cm above the renal arteries to place an extension graft; however, there was no blood flow below the aorta and all grafts were completely thrombosed. The intervention procedure was not successful, and the patient died. The 78-year-old male patient underwent an endovascular aneurysm repair (evar) procedure to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2010 at (B)(6) hospital. A main body tffb-30-111-zt (lot: 2528519), proximal contralateral tfle-12-90-zt (lot: 2376696), distal contralateral tfle-18-73-zt (lot: 2459967), and an ipsilateral tfle (rpn: unknown) were implanted. It was also reported that the patient presented back to (B)(6) hospital and the physician approximately 2 years ago due to a disconnection and blood clots between the main body graft and one of the iliac leg grafts. On (B)(6) 2019, the patient underwent an additional procedure and the physician placed a zsle extension graft to bridge the separation area. Per the family reporting the most recent events, this physician stated this would occur again and would be very bad when it does. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device, as well as a visual inspection of returned imaging and dimensional verification, was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, CT and angiography studies dated on (B)(6) 2019 and on (B)(6) 2021 were provided for evaluation and were examined by an expert image reviewer. This investigation focuses on the reported graft separation and thrombus occlusion of the proximal left (contralateral) tfle-12-90-zt from lot: 2376696 requiring additional graft placement during the intervention procedure on (B)(6) 2019. Component separation of the proximal left tfle from the main body contralateral limb was not observed on the imaging provided. Review of the CT study prior to the intervention procedure (anonymized date on (B)(6) 2019) and angiography conducted during the intervention on (B)(6) 2019 determined that the zsle-9-122-zt was placed as a distal extension into the left eia to treat a type 1b endoleak from the left tfle-18-73 graft. The report submitted under report reference#: 1820334-2021-00942 references that event. The reviewer stated, "the complaint report states there was a component separation with a type 3a endoleak and partial graft thrombosis prior to the secondary intervention. This is not demonstrated on the CT dated on (B)(6) 2019. Neither this CT nor the secondary intervention angiography procedure demonstrate any component separation or evidence of graft thrombus. The final CT does demonstrate separation of the right tfle leg from the ipsilateral limb and complete thrombosis of all the endograft components." This complaint is not confirmed based on the reviewer's findings. Expert review of the imaging provided confirmed the reported thrombus occlusion of the proximal left (contralateral) tfle-12-90 graft. On the last CT (date anonymized to on (B)(6) 2021, likely the reported date on (B)(6) 2021), the right tfle(likely tfle-24-71 based on imaging measurements) was completely separated from the tffb-30-111 ipsilateral limb, all graft components were completely thrombosed and there was a massive retroperitoneal hematoma consistent with aortic rupture. The reported blood clots observed at the secondary intervention procedure on (B)(6) 2019 were not observed on the imaging provided. Contributing factors identified for the thrombus formation observed within the proximal left tfle graft included severe hypotension and a low flow state following the aaa rupture. The reviewer stated, "following the rupture, the aaa sac appears to have thrombosed, likely due to severe hypotension and a low-flow state, and this may have led to outflow obstruction of the ipsilateral limb and thrombosis of the main body graft. The acute loss of flow then led to thrombosis of the left leg grafts and loss of collateral flow from bilateral iliac systems. It is unclear if the disconnected right tfle leg was previously occluded or if this occurred acutely with the other components." Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify potential nonconformances prior to distribution. A review of the design history file (dhf) showed that the affected product is safe and effective for its intended use. A review of the device history record (DHR) for lot 2376696 found no nonconformances that could have contributed to the reported failure mode. It should be noted that the tfle-12-90-zt is a one-device lot, and there were no other complaints associated with this lot number. There were no related nonconformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. Therefore, cook concluded there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) for (t_zaaaf_rev2) ¿zenith flex® aaa endovascular graft with the z-trak¿ introduction system¿, provides the following information related to the reported failure mode: 4 warnings and precautions: 4.1 general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length;) and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." 4.3 implant procedure: systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. To avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). 4.4 device selection: "strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." 4.5 implant procedure: "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." 5 adverse events: 5.2 potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion" arterial or venous thrombosis and/or pseudoaneurysm claudication (e.g., buttock, lower limb) embolization (micro and macro) with transient or permanent ischemia or infarction endoprosthesis: occlusion graft or native vessel occlusion renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure). 8 patient counseling information: physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. 11 directions for use: 11.1 bifurcated system: anatomical requirements: "iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity should be compatible with vascular access techniques and accessories. Iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." 11.1.8 contralateral iliac leg placement and deployment "3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body." 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft. 11.1.11 ipsilateral iliac leg placement and deployment 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac stents is required (greater than two iliac leg stents for 37, 39, 54 and 56 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcation area of the opposite side. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. Final angiogram: "1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 3. Repair vessels and close in standard surgical fashion." 12 imaging guidelines and postoperative follow-up: 12.4 ultrasound: "ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis." 12.6 additional surveillance and treatment "additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak aneurysms with type iii endoleak aneurysms enlargement, >/- 5mm of maximum diameter (regardless of endoleak status) migration inadequate seal length". Based on the information provided, no returned product and the results of our investigation, component separation was unable to be confirmed based on a review of imaging provided. The reviewer stated, "the complaint report states there was a component separation with a type 3a endoleak and partial graft thrombosis prior to the secondary intervention. This is not demonstrated on the CT dated on (B)(6) 2019. Neither this CT nor the secondary intervention angiography procedure demonstrate any component separation or evidence of graft thrombus. The final CT does demonstrate separation of the right tfle leg from the ipsilateral limb and complete thrombosis of all the endograft components." Expert review of the imaging provided confirmed the reported thrombus occlusion of the proximal left (contralateral) tfle-12-90 graft. The complete thrombus occlusion of the proximal left tfle graft greater than 10 years post implantation was likely secondary to the aaa rupture. The conclusions of related investigations determined that this was primarily caused by aneurysm expansion from continued disease progression over the postoperative time interval. Thrombus formation is also listed as a potential adverse effect in the product IFU and is a known inherent risk for this device. Cook has concluded that the device was manufactured to specification. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.